Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted: (B)(6) 2007; 4076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the left ventricular lead had chronic high thresholds that continued to increase. The lead was also noted to not capture and to have high impedance. The lead was capped and replaced. The patient is noted to be a participant in the system longevity study. No patient complications have been reported as a result of this event.